Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on 06/03/2015.

Manufacturer narrative:
Additional parts replaced included the vacuum pump oil. Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to haze/mist/vapor to be "low." No parts were returned for analysis as they were contaminated with oil. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Correction: "odor/smell was confirmed" to "haze/mist/vapor was confirmed."

Event description:
A customer reported an event of a ¿haze¿ emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and evacuate the area until the haze dissipates. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.